Event description:
On (B)(6) 2012, three zilver ptx stents (2 x ziv6-35-125-7.0-120-ptx: this report and report ref # 3001845648-2014-00184 and ziv6-35-125-7.0-60 ptx: report ref # 3001845648-2014-00186) were placed in the right sfa of the patient. In (B)(6) 2014, worsened claudication/rest pain was observed in the right lower limb of the patient. On (B)(6) 2014 ,the administration of the medication of the patient was changed. The effect of the change of the administration is now being monitored.

Manufacturer narrative:
(B)(4). Incident meets reporting criteria of an FDA MDR report based on the medical intervention carried out (change in drug administration) as result of worsened claudication while zilver ptx stents were indwelling. The device involved in this complaint was not available for evaluation (the stent remains implanted in the patient). With the information provided a document based investigation was carried out. Although requested images relating to this event were not provided. It is known that early symptoms of peripheral artery disease (pad) include intermittent claudication. Rest pain is a continuous pain due to ischemia of the lower leg. Critical limb ischemia (cli) is a manifestation of pad that describes the patients with chronic ischemic rest pain. It is not possible to conclude that this patients progression to cli is a failure mode of the stents. Pad can be a progressive disease and this patient may have progressed to this state with or without zilver ptx stents. The complaint is confirmed based on customer testimony. Worsened claudication and rest pain are the symptoms of progressing peripheral artery disease. However, as no imaging was available and due to limited information available a definitive root cause of the reported event cannot be determined. It cannot be conclusively determined if implanted zilver ptx stents caused or contributed to the event. It may be noted that as per instruction for use worsened claudication/rest pain are noted as a potential adverse events associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, administration of the medication was changed and the patient is currently being monitored. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.